Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the us catheter kit, verification of all final testing performed by/on the us catheter kit, and packaging for subject us catheter kit was performed. The review did not identify any non-conformances, issues or capas associated with us catheter kit function. Device was not returned. Per the instructions for use of the intrathecal catheter, csf leakage is a known possible risk of use of the device. (B)(4).

Event description:
During communication for another issue, clinical specialist (cs) reported that the patient had a prior catheter revision. Per follow-up, cs confirmed that this catheter revision occurred due to 'csf leaking in the pump pocket'.